Event description:
It was reported that the patient experienced ineffective therapy. Fluoroscopy revealed migration of both leads. The patient also reported heating at the ipg site [related manufacturer reference number: 1627487-2025-01992]. To address these issues, the entire system was explanted and replaced with a competitor system via surgical intervention on (B)(6) 2025.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete case information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.